Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited dirt on the light guide lens and a shaved forceps channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes include: environmental problem such as dust/dirt/humidity, optical problems, overheating problems, electrical problems such as signal loss or open circuit, or damage or deterioration of parts without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.